Event description:
The customer reported several drops of fluid leaked from the probe and outside the unit involving coulter act diff 2 analyzer. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) observed the unit would leak a few drops from the probe only after cleaning. The fse discovered the probe was bent. The fse replaced the bent probe. There was no further evidence of leaking. Repairs were verified per established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4)..